Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and heavy calcification in the mid posterior tibial artery. The 2.0 x 40 mm armada 14 balloon was prepped accordingly to the instructions for use; however, the balloon ruptured during the 1st inflation at 4 bars. Another device was used to complete the procedure. The patient is doing well. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:visual, functional and scanning electron microscopy analysis were performed on the returned device. The balloon rupture was confirmed. It is likely that the balloon interacted with the lesion site which was described as heavily calcified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determine that the balloon rupture was due to circumstances during the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.